Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse found that there was a dvi splitter problem. The fse confirmed that dvi splitter was not a philips part, and the customer replaced dvi splitter by themselves. After which, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the dvi splitter was a third-party product and there was no impact to the patient. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that intermittently the live monitor has a black screen. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the dvi splitter had a problem. The fse replaced the dvi splitter which returned the device to expected functionality. Philips has continue to investigate of the complaint.